Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that their stimulator does not stay off and comes back on by itself. The patient stated that this has occurred more than two or three times. The patient stim is on at 1.10v. After reviewing how to turn on and sync with the ins it was speculated that the patient was pressing the wrong buttons which unexpectedly turned the ins on. The patient mentioned that they only use the stimulation at night so they turn their device on/off daily. The patient also mentioned that they had emi exposure (a hip replaced on 2017-mar-09) however based on collected info, this is not likely to be the reason for the ins turning on unexpectedly. The patient was instructed to call back if the issue recurs. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.